Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a 255cc mentor memorygel breast implant and was presented with capsular contracture; baker grade iii on the right side, and bilateral implant rupture during surgery on (B)(6) 2019. As a result, both devices were explanted on (B)(6) 2019. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On 9/29/2019, it was discovered that on 6/10/2019, it was erroneously omitted that the right sided device was replaced with mentor moderate classic silicone implant 255cc. The left device was not removed and hence, not replaced. In addition, the conclusion code was missed to report. The conclusion code is cause not established. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that code in section h6 was missing (f26). Manufacturer¿s reference number: (B)(4), corrections: code no patient consequence was added.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that only right side was effected and patient suffered no adverse events on the left side. Hence, h6 has been updated to "no adverse event". Device was not explanted from the left. Date of explant was removed. Manufacturer¿s reference number: (B)(4).